Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('it was like a paper clip sideways in a straw. The other was halfway out') and device dislocation ('it was like a paper clip sideways in a straw. The other was halfway out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("9 years pf pain"). The patient was treated with surgery (hysterectomy, leaving ovaries). Essure was removed in (B)(6) 2019. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : perforation, dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('it was like a paper clip sideways in a straw. The other was halfway out') and device dislocation ('it was like a paper clip sideways in a straw. The other was halfway out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("9 years pf pain"). The patient was treated with surgery (hysterectomy, leaving ovaries). Essure was removed in (B)(6) 2019. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : perforation, dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.